Event description:
During a cataract extraction procedure, the surgeon reportedly experienced a corneal burn in the patient's operative eye. The incision required five sutures to close. The patient is reported as recovering. Service was not requested on the equipment and it is continuing to be used by the clinic without further incident.

Manufacturer narrative:
(B)(4). Customer did not request service. Customer is continuing to use the equipment without further incident.